Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated there was a 60-point difference between his cgm and bg values. The patient reported that he passed out, his wife called emergency medical services (ems) who treated him with an injection of glucagon and transported him to the emergency department (ed). After ems treatment, he gained consciousness but was incoherent. His cgm displayed 95 mg/dl, his bg was 35 mg/dl per ed after the glucagon injection. He was discharged home from the ed after three hours. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.